Manufacturer narrative:
Correction: please retract this report 2938836-2019-15856, the same issue was previously reported as 2017865-2019-15780.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that atrial lead noise was observed. Review of the electrograms (egms) revealed the noise was likely indicative of a fracture or loose set-screw. The noise was able to be reproduced through isometrics. A 90-degree crimp was discovered in the lead just before the lead-can interface, which was likely the cause of the noise. Programming changes were made. Lead revision and replacement was discussed.